Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment, thoracoabdominal fenestration devices implantation and evar, for an abdominal aortic aneurysm. During the thoracoabdominal fenestration devices implantation, a 22fr gore® dryseal flex introducer sheath was inserted from the right side. After the thoracoabdominal fenestration devices implantation and before evar, a dissection was observed in the right external iliac artery. Then, evar using gore® excluder® aaa endoprosthesis devices was performed. A bare stent was implanted to cover the dissection and the procedure was concluded. It was reported that the dissection occurred by the 22fr gore® dryseal flex introducer sheath during the thoracoabdominal fenestration devices implantation as it had been confirmed prior to evar. It was reported that the diameter of the right external iliac artery around the dissection was 5.1-8.7 mm.